Event description:
The manufacturer received information alleging a patient experienced a ventilator inoperative condition on a bipap a30 device. There was no harm or injury reported. The bipap a30 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation of the device, the third-party service technician did observe the electrical erasable programmable read-only memory defective error code in the device's error log. The third-party service technician replaced the device's main printed circuit assembly (pca) board to address this issue. The root cause isn't confirmed at this time. Additionally, during the service of the device, the third-party service technician did observe an unable to write to event log error code in the device's error log. The third-party service technician replaced the main pca board to address this issue. The device passed all final testing.